Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 ll vlv adpt(stand alone) sets were defective and had flow issues. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: I received a couple of boxes of bd smartsite needle-free valve connectors, which I've had six, so far, that are defective. The first instance occurred during an injection for a CT study, which involved a qacrs, and the following five instances occurred prior to the start of a contrast study. These items are used to connect a contrast injection system to the patient's peripheral IV. This item not performing has the potential to cause significant challenges to obtaining a diagnostic study, which in turn can cause challenges in patient retention and recovery.

Manufacturer narrative:
H6: investigation summary twenty samples were received for quality investigation. The customer complaint of adapter/connector defective/damaged could not be verified by inspection. The samples provided were visually inspected and there were no visual defects/damages. The connector was then connected to an infusion set and primed. There were no leakages at the connection points and no occlusions. A simulated infusion was then conducted at 125 ml/hr. There was no indication of occlusion or reduction in flow from the adapter. A device history record review for model 2000e lot number 20115586 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not established because the reported failure was not observed in the sample received. A trend for the adapter defective/damaged issue has been identified for this product line. CAPA (B)(4) has been initiated.

Event description:
It was reported that 6 ll vlv adpt(stand alone) sets were defective and had flow issues. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: I received a couple of boxes of bd smartsite needle-free valve connectors, which I've had six, so far, that are defective. The first instance occurred during an injection for a CT study, which involved a qacrs, and the following five instances occurred prior to the start of a contrast study. These items are used to connect a contrast injection system to the patient's peripheral IV. This item not performing has the potential to cause significant challenges to obtaining a diagnostic study, which in turn can cause challenges in patient retention and recovery.